Manufacturer narrative:
(B)(4).

Event description:
According to the reporter at the beginning of a hernia procedure the surgeon was about to inflate the balloon and he noticed that the seal was not sealing properly and was unable to inflate the balloon. It was also reported that the surgeon noted that the seal was broken. None of the components fell into the patient cavity and there was no patient harm.